Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 8 months post implant of this 29 mm mitral bioprosthetic valve, it was explanted and replaced with another 29 mm mitral bioprosthetic valve due to mitral regurgitation and possible endocarditis. Two days post implant of the new valve the patient passed away due to multi organ failure. The physician does not believe the death was related to the replacement valve or procedure. No autopsy will be performed. The valve remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.